Event description:
The pump was reportedly set to deliver heparin at a rate of 20ml/hr for 250ml. The pump overinfused an unknown amount of heparin on channel "b" at 2:53pm. At the time of the incident a baxter network nurse asked to take the pump off the pt but the hosp continued to use the pump even after the overinfusion occurred. The network nurse was able to remove and replace the pump at the shift change. The pump was sent to biomed for eval. The hospitals in-house bio-med department reviewed the event history and found that the pump was set to deliver at a rate of 250ml/hr as opposed to 20ml/hr causing the overinfusion. The hospital's educational nurse and baxter's network nurse have re-inserviced the ccu department on the proper programming procedures. No pt injury occurred and it is not known if medical intervention was needed. Although attempts were made to obtain add'l info from the reporting facility, details were not available regarding pt status, medical intervention, or age of pt.